Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The alleged samples initially generated sars-cov-2 positive and influenza a positive results. The same samples were repeated with the same device (sample 1 was repeated twice, sample 2 only once) and generated negative results for all three targets. The results were not reported to the patients. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
For both samples, delayed amplification can be observed for the sars target, indicating the sample had a low viral concentration. Further review of the dataset shows the customer handles a large amount of influenza a and sars reactive samples, it is possible that the discrepancy, in this case, occurred due to contamination at the customer site. No product problem or systemic issue was identified. Device code was updated to a090806 non reproducible results (4029).